Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap of insulin pump was damage. The customer¿s blood glucose level was unknown. Customer was changing his reservoir when the motor of the insulin pump was pushed out. Customer was advised that they are discontinuous from the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with loose drive support disk. The p-cap locks into the reservoir compartment properly noted.